Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having spot on her lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient has developed a spot on her lung related to a CPAP device's sound abatement foam.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, flip lid assembly, bottom assembly, water tank, lifting tray, dry box seal, dry box and flip lid seal. A rust like contaminate was observed on the water tank plate. A hair like substance was observed inside the bottom assembly. Liquid ingress was observed on the p4 power connector. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes, that they could not confirm the customer complaint and they confirmed dust/dirt contamination in the airpath, likely from a source external to the device and there is no evidence of degraded sound abatement foam.